Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported issues with the reservoir. The customer's reservoir froze last night. The customer stated that he drew the insulin into the reservoir, but when he tried to push insulin pump into the tubing it did not come out. The customer tried to disconnect and reconnect and the insulin still would not come out. The customer resolved the issue with a set change. The customer was unable to use the reservoir, due to plunger not pushing forward. Advised customer to return set for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.